Manufacturer narrative:
The impella device has been received from the customer, however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Per the IFU: "unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen."

Event description:
The user facility reported a 50-year-old female with heart failure was implanted with an impella rp for mechanical circulatory support. During support, the impella had a "self resolving pump stop" alarm and the impella stopped when rolling the patient. Alarm resolved itself without having to manually be restarted. There was no patient harm.

Manufacturer narrative:
The investigation for the pump stop has been completed. According to the clinical, a high motor current pump stop occurred and resolved itself shortly afterward. This alarm was recorded when the patient was rolled to remove the bed pan. No other issues occurred and the patient was weaned off of support two days later. Product evaluation confirmed there was no issue with the device. After running the pump in the lab no pump stop alarm was reproduced. Data logs confirm a high motor current pump stop resolves itself seconds after it is recorded. The cause of the temporary pump stop was not determined because not enough clinical information was given. Corrections to the initial MFR report: